Manufacturer narrative:
The following fields were updated due to corrected information: d.3. Medical device manufacturer: becton, dickinson and company (bd) (plymouth). G.1. Manufacturing location: becton, dickinson and company (bd) (plymouth) . The following fields were updated due to additional information: b.5. Describe event or problem: it was reported the bd vacutainer® cat (clot activator tube) plus blood collection tubes experienced erroneous results. This event occurred 40,000 times. The following information was provided by the initial reporter: customer has observed elevated ionized calcium value in red clot activator tube, they have comparatively done the assay in bd vacutainer red clot activator and acid washed tube and found variation in ionized calcium value d.1. Medical device brand name: bd vacutainer® cat (clot activator tube) plus blood collection tubes d.4. Medical device catalog#: 369032. D.4. Medical device lot#: 0029253 d.4. Medical device expiration date: 5/31/2021. D.4. Unique identifier (UDI)#: (B)(4). H.4. Device manufacturer date: 1/29/2020. H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Retention testing could not be performed since bd does not have data for this analyte (ionized calcium) for this product family. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® cat (clot activator tube) plus blood collection tubes experienced erroneous results. This event occurred 40,000 times. The following information was provided by the initial reporter: customer has observed elevated ionized calcium value in red clot activator tube, they have comparatively done the assay in bd vacutainer red clot activator and acid washed tube and found variation in ionized calcium value.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the bd vacutainer(r) serum blood collection tubes experienced erroneous results. This event occurred 40,000 times. The following information was provided by the initial reporter: customer has observed elevated ionized calcium value in red clot activator tube, they have comparatively done the assay in bd vacutainer red clot activator and acid washed tube and found variation in ionized calcium value